Event description:
Patient has had progressive loosening of the femoral component on the right hip. Several days ago was trying to lift a patient and experienced increasing pain in her right thigh. There was movement of the femoral prosthesis and loose femoral head in the acetabulum.original right total hip done on 1/3/89. On 3/1/94 underwent surgery for revision of loose femoral stem. The head was also replaced since it was a modular stem.